Event description:
The customer reported that the system shut down and produced a burning smell. Upon inspection it was confirmed the ups (power supply) had burned. The ups was by-passed to get system up and running.

Manufacturer narrative:
Method/results/conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. ((B)(4)).